Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. After isometric testing was performed, noise was observed on the right ventricular lead. The lead was reprogrammed. The patient was stable post event and would continue to be monitored.